Event description:
Follow-up identified x-rays did not reveal any anomalies with the orientation of the ipg. Surgical intervention remains pending.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6)2017 to explant and replace the inoperable ipg. The patient stated she was unable to charge the ipg (details are unknown). Stimulation was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg for approximately four months. As such, communication could not be established with the ipg using two chargers. Surgical intervention is planned to address the issue.